Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured while impacting the femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual inspection of the returned device confirms that the impactor pad is cracked. The device also shows wear consistent with usage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The lot was manufactured on july 15, 2014 and has therefore been in the field for approximately 10+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.